Event description:
It was reported that patient presented for a normal device change-out. After successful implant and dft testing, the device went into back-up vvi reset mode. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received device reset was confirmed. The reset was associated with the device delivering into a low impedance load.